Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively during a robotic laparoscopic hemicolectomy procedure, the tower and surgeon console had a communication error. The procedure was converted to traditional laparoscopy in order to complete it and there was a delay of approximately fifteen minutes. There was no patient injury. Pli 30, 40, 50 & 60: it was reported that intraoperatively during a robotic laparoscopic hemicolectomy procedure, three arms gave a yellow alarm and one arm gave a red alarm. The procedure was converted to traditional laparoscopy in order to complete it and there was a delay of approximately fifteen minutes. There was no patient injury. Pli 70: it was reported that intraoperatively during a robotic laparoscopic hemicolectomy procedure, the generator was noted to be turned off and could not be turned on. The procedure was converted to traditional laparoscopy in order to complete it and there was a delay of approximately fifteen minutes. There was no patient injury.

Manufacturer narrative:
H2) correction: b5, d10 h3) device evaluation: medtronic led an evaluation of the reported surgeon console and tower 240v in the field and the associated device logs. Review of the field service notes indicated that the safety computer on the tower crashed and led to the communication loss between the surgeon console and the tower. The safety computer was replaced. Evaluation of the logs indicated that the safety computer of the tower caused a non-recoverable error on the surgeon console. The safety monitors showed that the tower had been shut down between procedures. An error code was triggered for the surgeon console and arm cart assembly associated with local alarms communication loss. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system, an issue with the safety computer of the tower. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively during a robotic laparoscopic hemicolectomy procedure, the tower and surgeon console had a com munication error. The procedure was converted to traditional laparoscopy in order to complete it and there was a delay of approximately fifteen minutes. There was no patient injury.